Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent skin revision surgery to remove excess skin on (B)(6) 2024 and was placed under general anesthesia to replace the abutment during the same surgery.